Event description:
It was reported that the user dropped the ilet pump, the housing split, and the device generated alert 32 indicating a delivery motor communication error; troubleshooting and education were provided, and a replacement device was arranged. Symptoms included device alarms without reported clinical symptoms. Outcomes included interruption of insulin delivery from the affected pump with instructions provided to shut down the device and continue cgm monitoring. Investigation included remote review and troubleshooting of the alarm and user guidance on device shutdown and data handling. Investigation of this case revealed a suspected mechanical damage to the pump housing with resultant motor processor communication failure consistent with a delivery motor communication fault. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop leading to internal communication failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.